Event description:
A caller reported a malfunction on their insulin pump, specifically related to malf 16 field correction notice. There was no adverse impact to the customer¿s blood glucose level. The customer arranged to use multiple daily injections (mdi) as a backup therapy, and technical support confirmed shipping of a replacement pump. Instructions were also provided for putting the faulty pump into storage mode and returning it to tandem within ten days.